Event description:
Consumer was using the gum deep clean toothbrush and the brush broke apart and some parts ended up in their mouth and throat.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.